Manufacturer narrative:
The field service engineer found serum in the ise housing and a nozzle tip was bent. The housing was cleaned and the nozzle tip was replaced. Alignment was checked. Diagnostic tests were performed on the analyzer and there were no errors. The last calibration performed on 09-may-2020 was ok. Controls tested after the event were outside of range. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, ci for gen.2 on a cobas 6000 c (501) module. The initial values from the sample were reported outside of the laboratory where they were questioned by a physician. The sample was repeated on a second analyzer and the repeat values were believed to be correct. The reporter stated they also have been having ongoing errors on the analyzer. The sample initially resulted with an na value of 129.9 mmol/l, which repeated as 105.2 mmol/l. The sample initially resulted with a cl value of 105.2 mmol/l, which repeated as 138 mmol/l. The na and cl electrode lot numbers and expiration dates were requested, but not provided.